Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a total laparoscopic hysterectomy/bilateral salpingo-oophorectomy, lysis of adhesions, it was reported that after implantation patient experienced pain, dyspareunia and urinary/bowel problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a hysterectomy due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, urinary/bowel problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria.